Manufacturer narrative:
Iris field service engineer (fse) went to the customer site and found tubing between the specimen filter and the pipettor bypass valve (pbv) leaking. The fse replaced the tubing to resolve the leak. Fse reran controls and the controls passed. The system was operational. (B)(4).

Event description:
Customer stated quality controls failed for iq200 instrument. The customer found a contained leak coming from the top of the sample probe. The customer was wearing their ppe when the leak was discovered. There were no erroneous patient results generated or reported out of the lab.